Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 125 ohms several times in the past three to four months. It was noted measurements had been trending up over the past year very gradually. Technical services (ts) discussed troubleshooting options and usual guidance to continue monitoring, as the current value is not a great departure from recent values. No adverse patient effects were reported. The lead remains in service.